Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00049 and 1627487-2011-00051. The patient received her scs system on (B)(6) 2010, consisting of an ipg, surgical lead and two anchors. It was reported that the patient developed an mrsa infection at the ipg pocket and lead incision site. Her scs system was removed as a result. Intravenous antibiotics were administered as treatment for the infection. Follow-up on the patient found that she is recovering well. The explanted devices will not be returned to the manufacturer.